Event description:
It was reported that the patient¿s ilet system did not pair with a newly applied continuous glucose monitor (cgm) sensor because the user had not entered a pairing code for the dexcom g7 cgm sensor that was in use. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included customer service troubleshooting and user education to review cgm settings, select dexcom g7, and enter the correct pairing code. Investigation of this case revealed user setup error with incorrect sensor type selection and an incorrect pairing code, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in device configuration and pairing.

Manufacturer narrative:
Initial.